Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer reported receiving multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not affected by this issue, the customer was off of the pump. Multiple attempts were made to follow up; however, the customer did not respond.